Event description:
This implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicator (eri) after approximately 4 years of service. Concerns regarding premature battery depletion were raised. Technical services (ts) discussed explanting the device. No complications have been reported.